Manufacturer narrative:
It is likely that the bile leak and infection caused the partial digestion of the implant. A DHR review was completed and no non-conformances or anomalies were found that may have caused or contributed to this event.

Event description:
A patient treated for a ventral hernia with ovitex 1s p on (B)(6) 2019 underwent a reoperation on (B)(6) 2019. During the reoperation, a bile leak and an infection were noted. The ovine portion of the ovitex mesh had been partially digested. The implant was removed; the wound was left open and treated with negative wound pressure therapy.